Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2014. No further follow up is planned. Evaluation summary: a patients mother reported that her sons humapen luxura device fell on the ground and cracked. Before the device fell to the ground, the patient experienced elevated blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage - there is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer who contacted the company to request the patient support program educator visit, concerns an (B)(6) years-old caucasian male patient. Medical history was not provided: concomitant medication: insulin glargine for unknown indication. The patient received lispro insulin (humalog lispro), at a dose of approximately 3iu in the morning, 12iu at lunch; 8 iu in the middle of the afternoon; 3 or 4iu at night (these dosages could change according to the glycemia levels), subcutaneously (arms, belly and thigh), to normalize the glycemia levels, starting on (B)(6) 2011. On unspecified date, unknown time after beginning lispro insulin treatment via humapen luxura unknown pen body type (lot number not provided), the patient was presenting the glycemia levels very high (pc number (B)(4)). In (B)(6) 2014, the patient had six episodes of glycemia above 600 (units not provided). The hyperglycemia was considered medically significant by the company. These high level of glycemia happened after the meal, but especially at night and at dawn. On (B)(6) 2014, the patient let her humapen luxura unknown body type fall down on the floor and the device broke (pc number (B)(4)/lot unknown). The patient did not receive lispro insulin on (B)(6) 2014, because the pen was broken. It was stated that the treating physician believed that as the patient was very anxious, it interfered with the glycemia levels and also it occurred because the patient was in growth stage. As corrective treatment, the patient bought a kwikpen lispro and talked to the physician, but regarding the anxiety none action was reported. The patient started to receive lispro insulin via kwikpen lispro on (B)(6) 2014. The insulin dose would be increased, according to physician guidance. No exams were performed, they will occur only in (B)(6) 2014. It was unknown if the patient recovered from the events. The status of lispro insulin was continued with kwikpen at the time of initial report, and it was stated that the physician recommended that patient continued to receive it via humapen luxura (it was stated that if the patient would not get a new device to receive lispro insulin, a treatment with insulin glulisine would be started). It was the patient and his mother who operated the device and they were trained by the company educator. The device model and this reported device had been used for two years. The device pen will not return to analysis. The consumer did not provide a relatedness opinion. Update (B)(6) 2014: additional information received on (B)(6) 2014, from the same initial reporter was processed within the initial report. Update (B)(6) 2014: upon internal review for regulatory submission the pc number for the pen and the drug were added on the narrative. No new information was added on the case. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the (B)(4) added the device specific safety summary; and updated the medwatch, EU/ca fields, and the narrative.